Manufacturer narrative:
Final analysis found the pulse generator in back-up mode; the device was at end-of-life (eol). After replacing the battery, normal function ensued.

Event description:
It was reported that the patient came into the clinic for a normal follow-up and their pulse generator could not be interrogated. At the patient's last checkup four months previous everything was fine. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.